Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used intra abdominal pressure monitor device. Visual inspection of the sample noted the sample port connector was detached from tubing. The iap was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and other check valves appeared to be functioning properly. The clamping device kinked the tube strongly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Hang a bag of sterile saline on an IV pole. A pressure cuff is not required. 2. Open the bard® intra-abdominal pressure monitoring device tray. 3. Don gloves. 4. Mount the statlock® foley stabilization device on the patient per the enclosed instructions. 5. Open a pressure transducer kit (not included) in sterile fashion and place contents onto the open bard® intra-abdominal pressure monitoring device tray. Note: the bard® intra-abdominal pressure monitoring device adapts to the pressure transducer used in your ICU. Many pressure transducer variations exist, all which are compatible with the bard® intra-abdominal pressure monitoring device. Although a flush device is not required, the bard® intra-abdominal pressure monitoring device can be used with one. Option 2 below is available because many flush devices are permanent or difficult to disconnect from the transducer. Option 1: remove all attachments from the transducer (flush device, drip chamber, truing stopcocks, etc.) Until the transducer has only luer connections. Option 2: leave flush device and/or stopcock attached. Be sure the flush device is attached distally and capped at the end. 6. Grasp the coiled tubing and remove entire assembly from the tray. 7. Verify all tubing connections are secure. 8. Remove the protective cap from the saline spike and insert the spike into the saline bag. 9. Place the syringe on the bed or hang the syringe from the IV pole. 10. Connect the transducer to the end of the tubing labeled ¿transducer¿ using the provided stopcock as needed depending on the transducer assembly available. 11. Cap the opposite end of the transducer (figures 1 & 2) or flush device. 12. Mount the drainage tubing on the clamp. 13. Decide whether the pressure transducer will be mounted on the pole or the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "the nurse identified that almost all of the 500ml ns bag that was attached to the system was gone and she had only obtained 2 iap pressures during the shift. She then saw clear fluid in her urinary drainage bag (over 300ml) and the patient had been anuric (foley in only for iap pressure monitoring). We then identified that ns was slowly infusing into the foley through the sample port when the ns bag was hung higher than the level of the bladder". The complainant reportedly tested this in a simulation with another system and noted that it can actually flow quite fast if raised high enough and create a greater pressure gradient. Per ms&s, the iap has a check valve on the tubing that should have prevented this issue from occurring.

Event description:
It was reported that "the nurse identified that almost all of the 500ml ns bag that was attached to the system was gone and she had only obtained 2 iap pressures during the shift. She then saw clear fluid in her urinary drainage bag (over 300ml) and the patient had been anuric (foley in only for iap pressure monitoring). We then identified that ns was slowly infusing into the foley through the sample port when the ns bag was hung higher than the level of the bladder". The complainant reportedly tested this in a simulation with another system and noted that it can actually flow quite fast if raised high enough and create a greater pressure gradient. Per ms&s, the iap has a check valve on the tubing that should have prevented this issue from occurring.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used intra abdominal pressure monitor device. Visual inspection of the sample noted the sample port connector was detached from tubing. The iap was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and other check valves appeared to be functioning properly. The clamping device kinked the tube strongly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Hang a bag of sterile saline on an IV pole. A pressure cuff is not required. 2. Open the bard® intra-abdominal pressure monitoring device tray. 3. Don gloves. 4. Mount the statlock® foley stabilization device on the patient per the enclosed instructions. 5. Open a pressure transducer kit (not included) in sterile fashion and place contents onto the open bard® intra-abdominal pressure monitoring device tray. Note: the bard® intra-abdominal pressure monitoring device adapts to the pressure transducer used in your ICU. Many pressure transducer variations exist, all which are compatible with the bard® intra-abdominal pressure monitoring device. Although a flush device is not required, the bard® intra-abdominal pressure monitoring device can be used with one. Option 2 below is available because many flush devices are permanent or difficult to disconnect from the transducer. Option 1: remove all attachments from the transducer (flush device, drip chamber, truing stopcocks, etc.) Until the transducer has only luer connections. Option 2: leave flush device and/or stopcock attached. Be sure the flush device is attached distally and capped at the end. 6. Grasp the coiled tubing and remove entire assembly from the tray. 7. Verify all tubing connections are secure. 8. Remove the protective cap from the saline spike and insert the spike into the saline bag. 9. Place the syringe on the bed or hang the syringe from the IV pole. 10. Connect the transducer to the end of the tubing labeled ¿transducer¿ using the provided stopcock as needed depending on the transducer assembly available. 11. Cap the opposite end of the transducer (figures 1 & 2) or flush device. 12. Mount the drainage tubing on the clamp. 13. Decide whether the pressure transducer will be mounted on the pole or the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that "the nurse identified that almost all of the 500ml ns bag that was attached to the system was gone and she had only obtained 2 iap pressures during the shift. She then saw clear fluid in her urinary drainage bag (over 300ml) and the patient had been anuric (foley in only for iap pressure monitoring). We then identified that ns was slowly infusing into the foley through the sample port when the ns bag was hung higher than the level of the bladder" the complainant reportedly tested this in a simulation with another system and noted that it can actually flow quite fast if raised high enough and create a greater pressure gradient . Per ms&s, the iap has a check valve on the tubing that should have prevented this issue from occurring.